Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received unit had intermittent button response due to corroded keypad trace. No button error alarms occurred. No moisture damage found on the electronic boards. Unit returned with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 153 mg/dl. The customer stated the insulin pump was exposed to perspiration. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.